Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. The device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
E1. Phone number continued: +(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. Device has been explanted and replaced with non-allergan brand.